Event description:
The patient was having withdrawal symptoms. The pump was replaced. It was noted that the physician used compounded drug and wanted the pump evaluated for possible malfunction. The device system was used to deliver fentanyl 300 mcg/ml, clonidine .6 mg/ml, and bupivacaine 30.0 mg/ml. Additional information has been requested a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).